Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Based on the information available, the conclusion codes of caused not established and known inherent risk of device were assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent urinary incontinence. A surgical procedure was performed, during which it was determined that the aus was not functioning properly, likely due to the age of the device. As a result, the aus was fully replaced. No additional patient complications were reported.